Manufacturer narrative:
At this time, the lead remains implanted. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead perforated the patient's heart wall leading to a small pericardial effusion. The effusion was confirmed with an echocardiogram a few hours after the lead was implanted. As result, the patient remained hospitalized and under observation for an additional day. No additional intervention was performed. The ra lead remains in service. No additional adverse patient effects were reported.